Event description:
A caller reported receiving a ¿replace sensor¿ message on the same day of applying the adc freestyle libre sensor. The customer was unable to obtain a glucose reading and as a result, she became hypoglycemic and experienced symptoms of dizziness, weakness, could not stand, and almost lost consciousness. The customer¿s husband provided her with fruit juice as treatment and no additional information was provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. No physical damage was observed on the sensor patch and sensor plug was properly seated on the mount. Extracted data from the returned sensor using approved software. The sensor was found to be in sensor state 5 (indicating normal termination). Visual inspection has been performed on the sensor plug assembly, no failure modes were observed. Watermark was observed at the base of the tail (indicating that the sensor was applied correctly). No malfunction or product deficiency identified. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caller reported receiving a ¿replace sensor¿ message on the same day of applying the adc freestyle libre sensor. The customer was unable to obtain a glucose reading and as a result, she became hypoglycemic and experienced symptoms of dizziness, weakness, could not stand, and almost lost consciousness. The customer¿s husband provided her with fruit juice as treatment and no additional information was provided. There was no report of death or permanent impairment associated with this event.